Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00378 and 1627487-2011-00379. The pt was implanted with a thoracic scs system on (B)(6) 2010 consisting of an ipg, surgical lead, and lead extension. It was reported that the devices were explanted due to the pt's complaint of pain at the ipg and lead implant sites.